Event description:
It was reported to gore that a pt alleges to have experienced adhesions, recurrent prolapse and mesh erosion after having been implanted with gore mycromesh plus biomaterial. It was also reported that the pt underwent at least one additional surgical procedure to remove the device. Additional, event specific information has not been provided.